Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdomen pain"), abdominal pain lower ("severe and persistent pain / excessive left side pain / left lower quadrant pain"), genital haemorrhage ("continuous bleeding") and myocardial infarction ("heart attack") in a 39-year-old female patient who had essure (batch no. 5028694 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included autoimmune disorder, gravida I and parity 1. She denied use of birth control method within five years preceding her essure placement. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and procedural pain ("woke up in pain during procedure"). On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), abdominal distension ("extreme bloating / abdominal bloating"), allergy to metals ("allergy to nickel / hypersensitivity reaction to nickel") with rash, depression ("depression"), weight increased ("weight gain"), gastrointestinal disorder ("extreme gi problems"), cough ("chronic cough"), mood swings ("mood swings") and mental disorder ("caused or aggravated her psychiatric and psychological conditions"). The patient was treated with oral contraceptive nos, surgery (total hysterectomy and essure removal) and surgery (total hysterectomy and essure removal). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain and abdominal pain lower had resolved. At the time of the report, the genital haemorrhage and cough had resolved and the myocardial infarction, abdominal distension, allergy to metals, depression, weight increased, gastrointestinal disorder, mood swings, mental disorder and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, cough, depression, gastrointestinal disorder, genital haemorrhage, mental disorder, mood swings, myocardial infarction, procedural pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdomen pain"), abdominal pain lower ("severe and persistent pain / excessive left side pain / left lower quadrant pain"), genital haemorrhage ("continuous bleeding/continuous bleeding") and myocardial infarction ("heart attack") in a 39-year-old female patient who had essure (batch no. 5028694 (invalid ), 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included autoimmune disorder, gravida I and parity 1. She denied use of birth control method within five years preceding her essure placement. Concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. Concomitant products included atorvastatin calcium (lipitor) since 2016, clopidogrel (plavix) since 2016, dexlansoprazole (dexilant) from 2013 to 2014, fluoxetine hydrochloride (prozac) since 2012, glycopyrronium bromide (glycopyrrolate) from 2013 to 2014, hydrochlorothiazide since 2012, lisinopril since 2012, medroxyprogesterone acetate (depo-provera) and pantoprazole (protonix) since 2013. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and procedural pain ("woke up in pain during procedure"). On 29-dec-2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), weight increased ("weight gain"), cough ("chronic cough"), mood swings ("mood swings") and pelvic pain ("severe and persistent pelvic pain/excessive left sided pelvic pain"). In 2014, the patient experienced the first episode of gastrointestinal disorder ("extreme gi problems"), pharyngeal disorder ("problems with my throat") and the second episode of gastrointestinal disorder ("problems with upper gastro intestine"). On (B)(6) 2016, the patient experienced myocardial infarction (seriousness criterion medically significant) with chest pain. On an unknown date, the patient experienced abdominal distension ("extreme bloating / abdominal bloating"), allergy to metals ("allergy to nickel / hypersensitivity reaction to nickel/was allergic to nickel.") With rash, mental disorder ("caused or aggravated her psychiatric and psychological conditions") and dysphagia ("dysphagia"). The patient was treated with oral contraceptive nos, surgery (robotic-assisted hysterectomy and bilateral salpingo-oophorectomy and cystoscopy) and surgery (total hysterectomy and essure removal). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain and abdominal pain lower had resolved. At the time of the report, the genital haemorrhage, cough and pelvic pain had resolved and the myocardial infarction, abdominal distension, allergy to metals, depression, weight increased, mood swings, mental disorder, procedural pain, pharyngeal disorder, the last episode of gastrointestinal disorder and dysphagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, cough, depression, dysphagia, genital haemorrhage, mental disorder, mood swings, myocardial infarction, pelvic pain, pharyngeal disorder, procedural pain, weight increased, the first episode of gastrointestinal disorder and the second episode of gastrointestinal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Ultrasound scan: uterus was enlarged and "inflamed," and cyst on left ovary. Postpartum hematocrit was 40 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet and medical records received: event pelvic pain, problems with my throat, problems with upper gastro intestine, dysphagia, chest pain were added. Concomitant drugs added. Lot number added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdomen pain"), abdominal pain lower ("severe and persistent pain / excessive left side pain / left lower quadrant pain"), genital haemorrhage ("continuous bleeding") and myocardial infarction ("heart attack") in a (B)(6) female patient who had essure (batch no. 5028694) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included autoimmune disorder, gravida I and parity 1. She denied use of birth control method within five years preceding her essure placement. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and procedural pain ("woke up in pain during procedure"). On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), abdominal distension ("extreme bloating / abdominal bloating"), allergy to metals ("allergy to nickel / hypersensitivity reaction to nickel") with rash, depression ("depression"), weight increased ("weight gain"), gastrointestinal disorder ("extreme gi problems"), cough ("chronic cough"), mood swings ("mood swings") and mental disorder ("caused or aggravated her psychiatric and psychological conditions"). The patient was treated with oral contraceptive nos, surgery (total hysterectomy and essure removal). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain and abdominal pain lower had resolved. At the time of the report, the genital haemorrhage and cough had resolved and the myocardial infarction, abdominal distension, allergy to metals, depression, weight increased, gastrointestinal disorder, mood swings, mental disorder and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, cough, depression, gastrointestinal disorder, genital haemorrhage, mental disorder, mood swings, myocardial infarction, abdominal pain lower , procedural pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Most recent follow-up information incorporated above includes: on 29-nov-2017: consumer¿s medical history, lot number, onset date and stop date of essure added. Events extreme bloating and severe and persistent pain, continuous bleeding, allergy to nickel, depression, weight gain, extreme gi problems, excessive left side pain, heart attack, chronic cough, mood swings added from pfs. Case upgraded to incident. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.